Manufacturer narrative:
MDR 9618003-2023-00266 / device 2 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that four wafers out of box of ten with known batch number had starter hole off centered. He also reported that one wafer was severely off centered and not able to use whereas another three from same box were slightly off centered and he used them without any leakage for five days. There was no harm reported. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. C22 and d17 were selected under imdrf investigation findings and imdrf cause conclusions respectively because they are not adequately described by any other term for "an over the time fade on the criteria for the decentralization defects and the correct use of the tooling available on the line". Batch record review: lot 2h02765 was manufactured on 23/aug/2022, in ats #2 line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1222274 and manufacturing order (B)(4). The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: after performing the root cause analysis, it was concluded that the non-conformance is related to an over the time fade on the criteria for the decentralization defects and the correct use of the tooling available on the line. The appropriate actions will be taken through the corrective and preventive actions (capas). The investigation associated with related event record has been approved and was complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.